Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Pump received with the operating currents within specification and passed the self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 667 mg/dl. Customer had no symptom of high blood glucose. Customer was hospitalized due to high blood glucose. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Caller declined troubleshooting and requested for insulin pump to be replaced.